Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd insulin syringe with the bd ultra-fine¿ needle were "slanted", and noticed during use. As reported by the customer, "consumer reported scale print is incorrect, stated that the unit markings are slanted, does not re-use. Lot # 8043556, product # 324909, exp 03/31/2023. Occurrence date is unknown. Sending mail kit and product voucher."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. There was one (1) batch of material# 700005654 (syringe 0.3ml asm 31g 6mm tw sm700179 sc) which was consumed into final product batch# 8043556. There was one (1) notification [200746694] noted for scratched print. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the scale markings on the bd insulin syringe with the bd ultra-fine¿ needle were "slanted", and noticed during use. As reported by the customer, "consumer reported scale print is incorrect, stated that the unit markings are slanted, does not re-use. Lot # 8043556, product # 324909, exp 03-31-2023. Occurrence date is unknown. Sending mail kit and product voucher."